Manufacturer narrative:
Additional information was provided by the international business center (ibc) on 10/17/2018, and the associated fields were updated. The investigation summary below was unchanged. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that the patient's port was implanted via the internal jugular vein for chemotherapy. CT imaging was done (B)(6) 2017, which revealed a catheter fracture. In addition a pet scan was performed at another facility that revealed the catheter fractured and migrated to the patients heart. The catheter segment will be removed at a later date. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti -port isp w/ 8fr groshong catheter was returned for evaluation. Damage was noted to the proximal end of the catheter. Additionally, a partial circumferential break was noted around the 14 cm depth marker and a complete circumferential break was noted near the 17 cm depth marker. The complete circumferential break showed smoothing consistent with flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patient's port was implanted via the internal jugular vein for chemotherapy. CT imaging was done (B)(6) 2017, which revealed a catheter fracture. In addition a pet scan was performed at another facility that revealed the catheter fractured and migrated to the patients heart. The catheter segment will be removed at a later date. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti -port isp w/ 8fr groshong catheter was returned for evaluation. Damage was noted to the proximal end of the catheter. Additionally, a partial circumferential break was noted around the 14 cm depth marker and a complete circumferential break was noted near the 17 cm depth marker. The complete circumferential break showed smoothing consistent with flexural fatigue. Therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the patient's port was implanted via the internal jugular vein for chemotherapy. CT imaging was done (B)(6) 2017, which revealed a catheter fracture. In addition a pet scan was performed at another facility that revealed the catheter fractured and migrated to the patients heart. It was later reported that the port body and the distal catheter segment were removed. The status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient's port was implanted via the internal jugular vein for chemotherapy. CT imaging was done (B)(6) 2017, which revealed a catheter fracture. In addition a pet scan was performed at another facility that revealed the catheter fractured and migrated to the patients heart. The catheter segment will be removed at a later date. The status of the patient is unknown.